Manufacturer narrative:
A sample has been received by the manufacturer, but the analysis has not been completed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that noise occurred during the ultrasound portion of surgery and the console stood still with a system message displayed. The system was rebooted, but it could not recover. The surgeon converted the surgery method and was able to finish after a few minutes delay. No patient harm was reported. Additional information has been requested.